Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experience 2 hypoglycemic incidents 8-10 months prior to calling ((B)(6) 2018). The first incident was 15 mg/dl. The second incident was 30 mg/dl. The customer stated that the insulin pump over-delivered during basal delivery. No further details were provided regarding the incidents. The product will return for the analysis.